Event description:
It was reported that outside of surgery black smoke was coming from the unit, and it is no longer working. There was no patient involvement. Due diligence is complete as no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event as no problem was found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.